Manufacturer narrative:
Batch review performed on 27 january 2020: lot 163687: (B)(4) items manufactured and released on 24-oct-2016. Expiration date: 2021-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involve in the event: moto partial knee 02.18.tf6.rm tibial tray fix cemented s6 rm lot. 167760 (k162084) batch review performed on 27 january 2020 lot 167760: (B)(4) items manufactured and released on 15-feb-2017. Expiration date: 2022-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Moto partial knee 02.18.if6.09.rm tibial insert fix s6 rm - 9mm lot. 172322 (k162084) batch review performed on 27 january 2020 lot 172322: 34 items manufactured and released on 15-feb-2017. Expiration date: 2022-02-07. No anomalies found related to the problem. To date, 8 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer 2 weeks after previous surgery. The surgery was completed successfully.